Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported device breakage near the junction between anchor sleeve and catheter start resulting in total device rupture. There were no consequences for the patient. The catheter is contaminated with biological fluid (blood). No other information was provided.